Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported on (B)(6) 2008, the patient underwent an anterior cervical discectomy and fusion from c4-6 where rhbmp-2/acs was implanted. The patient now suffers from severe neck and back pain, including difficulty swallowing, chronic pain syndrome, suicidal thoughts and anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient suffers from ectopic bone growth, severe neck and back pain, including difficulty swallowing, chronic pain syndrome, suicidal thoughts and anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.